Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the battery connection pins on the device, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. The cause of the reported failure was determined to be damaged and loose battery connection pins.

Event description:
It was reported that the device powered off by itself. There was no patient use associated with the reported failure.